Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and guided the customer through the process. After the reset, the error did not recur, and the customer was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.